Manufacturer narrative:
(B)(4). The explanted product was not returned for investigation.

Event description:
On (B)(6) 2024, during clinic, no impedance values were observed on the right central median (rcm) depth lead. The treating center disabled stimulation and detection on the rcm at that time. A lead revision was performed on (B)(6) 2024. Lead break cause might be related to a fall the patient experienced as a result of a seizure.